Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v360228, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Information was received from a patient who has an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported a return of wetting symptoms, getting up 4-5 times per night, waking up wet and seeing the power on reset (por) message on her patient programmer. The return of symptoms occurred about 2 weeks ago. Additional information has been requested regarding actions taken and outcome. If additional information is received, a follow up report will be submitted.